Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, patient made mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. The patient was recovering from the event of peritonitis. The outcome of the event patient made mistake/ touch contamination was not reported. Action taken with dianeal and extraneal therapies were not reported. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.